Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, the pentaray nav high-density mapping eco catheter would not advance through the carto vizigo¿ 8.5f bi-directional guiding sheath - large and its hemostatic valve was leaking minimal blood. The sheath was replaced, and the issue resolved. The physician mentioned the catheter may have been damaged through the initial attempt of insert it and decided to replace it as well. The case continued without further issues. The physician stated the gasket was not broken into separate pieces; per the physician description, it seems the hub was broken but did not detach from the sheath. Patient¿s hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patient¿s body. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damaged observed on the vizigo sheath. Also the hemostatic valve was inspected and it was found in good conditions. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. Also the dilator was introduced correctly in the vizigo sheath and no resistance was felt. A device history record evaluation was performed for the finished device 00001327 number, and no internal action related to the complaint was found during the review. The instructions for use contain the following warning stated in the instructions for use (IFU): before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) ablation procedure, the pentaray nav high-density mapping eco catheter would not advance through the carto vizigo" 8.5f bi-directional guiding sheath - large and its hemostatic valve was leaking minimal blood. The sheath was replaced, and the issue resolved. The physician mentioned the catheter may have been damaged through the initial attempt of insert it and decided to replace it as well. The case continued without further issues. The physician stated the gasket was not broken into separate pieces; per the physician description, it seems the hub was broken but did not detach from the sheath. Patients hemodynamics was not compromised due to the issue experienced. No interventions were required. No air entered the patients body. No patient consequences were reported. Although the information provided by the clinical account specialist (cas) stated the hub of the sheath was broken, this wont be coded as hub detachment but as hemostatic valve separation as it is most likely the backflow bleed had occurred due to a malfunctioning/dislodged valve. Should more information become available upon product investigation, this may be reassessed. Since there was no disruption to patients hemodynamics and no intervention was required, this wont be considered a patient event. Hemostatic valve separation is MDR-reportable.